Manufacturer narrative:
One acromioblaster, 4.0mm, ep-1, dspl blade device was returned for evaluation of the reported complaint mode ¿shedding / flaking.¿ the device was visually evaluated and it was observed that the bushing demonstrated significant radial galling of the surface. The functionality test identified that there was some friction felt at the bushing. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation, a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an acromioplasty surgery, it was reported that the metal on the "inner stick" (blade) turned and released metal shavings into the joint. Patient is doing well and there was no visible damage or remnants of metal at the end of the surgery in the joint. A few minute delay was also reported.